Event description:
It was reported that a customer discovered, a leak between the patient line and transfer set. The patient was not connected at the time of the event. This occurred, during drain one of peritoneal dialysis therapy. The care giver stated that the connection between the transfer set and patient line wasn¿t tightened enough and was leaking prior to becoming disconnected. The technical service representative advised the care giver to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the connection between, the patient line and transfer set was not tightened fully and leaked. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.